Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Moderate ketones were also reported. As treatment, a manual injection of insulin was delivered, patient drank water and a new pod was applied.

Manufacturer narrative:
Fluid was observed above the plunger indicating there is an inadequate o-ring. This inadequacy causes fluid to be diverted from the fluid path and directly affects the delivery of insulin. This inadequacy can be confirmed as the cause of the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.